Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred on (B)(6) 2011. The motor stall was confirmed in the event logs with no motor stall recovery recorded. The motor stall was caused by an MRI, or other medical procedure. The pump was not interrogated after the stall on (B)(6) 2011. The pump was interrogated on (B)(6) 20111 and recovery was not in the logs. The pump was not stalled the entire time, it was in "telemetry mode" for part of the time. The pt experienced a return of symptoms. The pt's symptoms were pain and spasticity for several days. There was a volume discrepancy at the last refill in (B)(6), the expected volume was 5 ml and the actual volume was 9 ml. A dye study will be performed regarding the volume discrepancy. Recovery was noted after interrogation. The drug in the pump at the time of the event was not known. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.